Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). The following report is only based on the history log files, because the device, which was involved in the incident wasn't sent back for an investigation. The data of the complained pump was perfusor space (article no. 8713030) with serial no. (B)(6). Following statement was created: on (B)(6) 2026, at 11:21 am, a vtbi therapy was set up with a flow rate of 0.20 ml/h and a vtbi of 10 ml. The therapy began at 11:21 am, utilizing a 10 ml terumo syringe with a residual volume of approximately 9.90 ml. On the following day, (B)(6) 2026, the therapy concluded at 07:28 am. A total of 4.03 ml was infused. At 07:29 am, the medication with the short name "fntneat" was selected from the medication library. A volume of 10 ml and a dose rate of 10 micrograms/hour were set. At 07:30 am, the therapy commenced with a flow rate of 2 ml/h. At 10:14 am, the "syringe nearly empty" alarm was triggered. At 10:17 am, the "syringe empty" alarm was triggered. A total of 9.6 ml was infused. The "syringe empty" alarm was acknowledged at 10:22 am. At 10:26 am, a syringe change was performed on the pump. At 11:27 am, a new vtbi value of 10 ml was set. The therapy was reset at 11:28 am. In the same minute, the medication with the short name "fntneat" was selected from the medication library (calculated medication concentration: 50 g/ml; new amount: 50 micrograms). At 11:28 am, the flow rate was set to 0.20 ml/h. At 11:50, the 10-ml terumo syringe with a residual volume of 5.5 ml was selected. A new vtbi of 5 ml was set. The therapy began at 11:51 with a flow rate of 0.20 ml/h. At 17:43, the therapy was interrupted, and a syringe change was performed on the pump. A total of 1.18 ml was infused. The pump was switched off at 17:45. The defect could not be confirmed. The therapy ended prematurely because the flow rate had been set to 2 ml/h. The infusion rate was set to 2 ml/h on the following day, (B)(6) 2026, at 07:29. On the day of the incident (B)(6) 2026), the flow rate was set to 0.20 ml/h. After 20 hours, the flow rate was set to 2 ml/h. The therapy was completed on (B)(6) 2026, after 23 hours. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number premarket submission #.

Event description:
According to morning nurse, she made changes by selecting drug library fentanyl, she confirmed that she choose neat dose, and key in 0.02. But it completed before 10 hours before the intended time. No patient complications were reported as a result of this event.